Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 998 mg/dl. The events leading to her admission was nausea, vomiting, and severe stomach pain. The customer was treated with insulin drip and pain injections. The customer stated that the insulin pump alarmed motor error multiple times. Advised the customer to discontinue use of the insulin pump and revert to back to back up plan. No further information was provided.